Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a solution set would not control flow. It was not specified at what step of the process this occurred. There was no patient involvement. No additional information is available.